Manufacturer narrative:
Account stated, the injury was due to user error caused by not following instructions in the service manual for this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the biomed was going to change the foot hi/low limit switch. Biomed disconnected the drive and the bed fell, breaking both bones in her left arm. Biomed stated, she knew better than to work on the bed without bracing it. Biomed did not follow instructions in the service manual.